Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that during a pump replacement (see manufacturer report #3004209178-2014-15560) the physician noticed a small amount of unidentifiable matter left around the pump connector where the catheter was attached. The physician was unsure if it was an old suture or if it came away from the inside of the catheter connector. On inspection of the inside of the catheter connector, the physician felt that it did not appear to look damaged. The field representative was also not able to identify any obvious damage to the catheter as well. The physician was advised to replace the catheter but as the patient was not consented for this the physician opted to leave the catheter implanted and in-service to see if therapy could be restored. The patient was to be monitored closely and a catheter dye study will be performed if there was suspicion of the catheter not working, concerns of patency, as the catheter was ¿rather old.¿ at the time of the report the patient's status was reported as alive-no injury. There were no associated symptoms or complications associated with this event. The patient was currently doing very well. This device system delivered morphine. Should additional information be received a supplemental report will be filed.